Event description:
It is reported that a customer experienced high blood glucose of 400 mg/dl. The customer was treated for the high blood glucose with 9 units of insulin through a manual injection. The customer was informed that there could be many reasons for high blood glucose. The customer declined trouble shooting the issue at the time of the call. The customer did not have a tubing clamp to finish trouble shooting. A tubing clamp was sent out to the customer and was advised to call back to finish trouble shooting the insulin pump once they had received the tubing clamp. No further information was provided.

Manufacturer narrative:
It is reported that a customer experienced high blood glucose of 400 mg/dl. The customer was treated for the high blood glucose with 9 units of insulin through a manual injection. The customer was informed that there could be many reasons for high blood glucose. The customer declined trouble shooting the issue at the time of the call. The customer did not have a tubing clamp to finish trouble shooting. A tubing clamp was sent out to the customer and was advised to call back to finish trouble shooting the insulin pump once they had received the tubing clamp. No further information was provided.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
The customer called to continue troubleshooting. The drive support cap was normal and recessed. The customer found no air or leaks and insulin did exit with a manual prime. The bolus and basal settings were correct. The insulin pump passed the high pressure test. The customer reported that a no delivery alarm had been resolved with a complete set change.